Manufacturer narrative:
(B)(6). A visual inspection of confirmed the reported breakage. The anchor has broken proximal to the suture slot. The break is angular in nature. The broken portion which contains the grub screw was not returned for examination. The inserter was tested and found to function as intended. Due to the condition of the anchor dimensional assessment is prohibitive. A visual assessment of the second sample confirmed the reported breakage. The anchor has broken proximal to the suture slot. The break is a longitudinal break. The grub screw was not returned for examination. Due to the condition of the anchor dimensional assessment is prohibitive. The inserter was tested and found to function as intended. The inner shaft and tines of the inserter are slightly bent indicating off axis insertion. No root cause related to the manufacture of the device can be established for the reported failure. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that two bioraptor knotless suture anchors broke during the same procedure. No patient injury or other complications were reported.